Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge (B)(4).

Event description:
Customer reported via phone call of experiencing high blood glucose due to bent cannula. Customer's blood glucose was 537 mg/dl, which was treated with manual injection. Customer was not sure if high blood glucose was also caused by stress or scar tissue. Customer would be sent sample infusion sets..